Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion contained >=90 degree bend and was located in the mildly tortuous and mildly calcified mid left anterior descending (lad) artery. A 32 x 2.50mm taxus¿ liberté¿ stent was deployed to treat the lesion. However, following stent deployment, a dissection was noted at the proximal end of the stent. A 16 x 2.75mm taxus¿ liberté¿ stent was deployed overlapping with the 32 x 2.50mm taxus¿ liberté¿ stent to control the dissection. No further patient complications were reported and the patient's status was stable.